Event description:
The caller reported that the device would not power on; therefore the customer was unable to test his blood glucose and was hospitalized. At the hospital, the customer was treated for high blood glucose, but the type of treatment given was unknown. The caller indicated that the blood glucose results from the hospital meter were high, however the exact results were not provided. It is unknown how long the patient was hospitalized. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.